Event description:
It was reported that during the preparation for a stenting treatment procedure, the scrub tech tried to remove the stylet from a 2.75x16mm promus element plus stent but the stent hooked some gauze and became dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).